Event description:
It was reported the defibrillator experienced an electrical reset. The device remains implanted and in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The power on reset occurred for critical ram parity error on (B)(6) 2011. There was also a patient alert for device circuit error on (B)(6) 2011.